Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 7/19/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: what is the lot number? Unk. Are there photos available for visual analysis? If yes, please provide them. No. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6) . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent and unknown cardiovascular surgery on (B)(6) 2023 and a suture was used. During an unknown cardiovascular surgery, after opening the package and before use, it was confirmed that there was a different needle in one package. There were no adverse consequences to the patient. Additional information was requested.